Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found an overflow at the piercing needle. The fse cleaned the vacuum trap and drained the instrument to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained blue leak of less than 200 ml from the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.